Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/30/2016 with the following findings: during testing, the battery compartment was observed to be cracked. The display was dim and discolored. In addition to these issues, the pump casing was observed to be cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damaged to the battery compartment and a display issue. This report is made based on results of investigation completed on (B)(6) 2016.